Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inches where a leak at the tubing or filter connection shortly after being attached to the ICU medical plum 360 infusion pump to infuse at a rate of 216ml/hr was reported. It was not known if a patient was involved or harmed.

Manufacturer narrative:
Received one (1) used. List #142550489, primary plumset with one (1) used. List #unknown, chemolock connector connected to one (1) used. List #unknown, bag spike adaptor w/ additive port with one (1) used. List #unknown, 0.9% sodium chloride 250ml bag for inspection. As received, the tubing connecting to the outlet of the inline filter was separated and broken off from the filter. Stress marks and a rigid break were observed on the filter outlet and tubing. Received one (1) photo of the filter in a bag. The set was leak tested, and leakage was observed. The complaint of leakage can be confirmed. The probable cause of the broken filter and tubing is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.